Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Due to damage, it could not be determined if the batteries were in the correct orientation inside the pack or if there was damage present to the wiring before the expulsion. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery the unit was found to be nonconforming due to battery corrosion. There was black debris in the sterile packaging. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.